Event description:
It was reported that the patient had low flow alarms and pulsatility index (pi) events and syncopal episodes. A review of the log files revealed low flow events on (B)(6) 2023. There were also several low-flow flags that did not persist long enough to trigger a low flow alarm. These occurred at times when pi was elevated. The patient was admitted for heart transplant evaluation due to concerns about pump malposition.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump malposition could not be confirmed as no images were provided for review. Review of the log files provided by the account confirmed a low flow alarm; however, a specific cause for this finding could not be conclusively determined. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported syncopal episodes could not be conclusively established. The controller event log file contained events from 26mar2023 through 28mar2023. A single low flow alarm was captured on 26mar2023, which was associated with an elevated pulsatility index (pi) value. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. It was communicated that hm3 lvas, serial number (B)(6), would not be returned for evaluation. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, "introduction", lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). Section 1 states that pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms, and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the hm3 lvas pocket guides to alarms for patients, rev. A, and clinicians, rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 5 of the IFU, "surgical procedures", explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6 of the IFU, "patient care and management" (under "ongoing patient assessment and care"), includes a list of heartmate 3 patient assessments, including assessment of the patient's level of consciousness. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received a heart transplant on (B)(6) 2023 due to ongoing low flow alarms and concerns for pump malposition. The device operated as expected.

Manufacturer narrative:
Section g3 of the initial report was incorrect. The value for g3 should have been 03apr2023. Manufacturer's investigation conclusion the reported pump malposition could not be confirmed as no images were provided for review and the pump remains in use. Review of the log files provided by the account confirmed a low flow alarm; however, a specific cause for this finding could not be conclusively determined. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported syncopal episodes could not be conclusively established. The controller event log file contained events from 26mar2023 through 28mar2023. A single low flow alarm was captured on (B)(6) 2023, which was associated with an elevated pulsatility index (pi) value. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. It was reported that as of on (B)(6) 2023 the patient was still awaiting a transplant and remains ongoing on hm3 lvas, serial number: (B)(6). If the pump is returned at a later date, this investigation may be reopened to include the evaluation of the device. The heartmate 3 lvas instructions for use (IFU) rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, "introduction", lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). Section 1 states that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms, and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the hm3 lvas pocket guides to alarms for patients (document#: (B)(4), rev. A) and clinicians (document#: (B)(4), rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 5 of the IFU, "surgical procedures", explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6 of the IFU, "patient care and management" (under "ongoing patient assessment and care"), includes a list of heartmate 3 patient assessments, including assessment of the patient's level of consciousness. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications no further information was provided. The manufacturer is closing the file on this event.